Event description:
It was reported after a video-assisted thoracoscopic segmental lobectomy performed on (B)(6) 2014, there was post-operative bleeding of the segmental pulmonary artery. It was reported that the surgeon was able to repair the artery using video-assisted thoracoscopic on an unknown date. It was reported that the surgeon pulled 800cc of blood clot and 500cc of blood during the repair. Patient was stable and released from hospital on (B)(6) 2014. No other information available. No device being returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested: what other instruments were used during the surgery? Where was the nslg2s35a device being used? Was the bleeding from an area that the nslg2s35a was used on? What were the sizes of the arteries/vessels that were being taken? Was the tissue thick, dense and fibrous? Did the gen11 display any yellow alert screens during the procedure? Did the surgeon hear the tone changes? When is surgeon advancing knife blade in relate to tone 2; was tone 3 heard? How long has the surgeon and account been using the gen11 and the nslg2s35a? Patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids?